Event description:
The reporter indicated that the bipolar atrial lead impedance read "high" ohms with "low" energy delivered. The ventricular lead, when programmed bipolar exhibits unipolar asynchronous pacing. Action taken is to obtain impedances for both unipolar and bipolar leads, and to obtain a chest x-ray to evaluate for outer coil fractures in both leads.